Event description:
It was reported in user facility medwatch report that a nurse was performing a routine brake test and reportedly, the brakes did not hold. According to the account, the casters rolled at 35 pounds. It was reported that the bed had the brake recall kit installed on 9/2008.

Manufacturer narrative:
Scorpion brake kit.